Event description:
A peritoneal dialysis pt has reported that the catheter extension had a pin sized hole and dialysis solution was leaking out of the extension. Pt's father stated that there was no fluid on the cycler. Rn from pt's clinic stated that the pt bit a pin sized hole into the catheter extension, causing a fluid leak. An rn also stated that the pt acquired peritonitis, catheter was taken out and pt was administered antibiotics. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of clinical investigation, a supplemental report will be filed with the results.